Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/12/2024 the patient experienced inaccurate readings while she was driving. The cgm reading would range from 50 to 60 mg/dl to 150 mg/dl. Then the patient felt intense pain throughout her entire body, like her body being on fire, ¿super hot pains¿ in her chest. The patient thought that she was having a heart attack, feeling hot between the ribs and headache. When the patient arrived home, she started vomiting so she called nurse line, she was confused and alone and needed an ambulance. The paramedics arrived and took a bg reading which was over 500 mg/dl and they treated her with 10 units of novolog insulin. At the hospital and they did a blood draw, and the bg reading was 742 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with novolog insulin , fluids with electrolyte, potassium, magnesium and insulin lispro. The patient was hospitalized for 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.